Event description:
There was poor balloon augmentation. (Multiple event to complaint 97-00974 and 97-01117) the iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unknown - reported 9/18/97.) (Pt's current status: awaiting CABG-rpt'd 9/18.)